Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
Consumer spoke to ken l in technical services ext 7974 to advise the hand pendant is damaged, wires are exposed. Consumer hung up before any additional information could be obtained.